Event description:
The manufacturer received information alleging the screen turned dim. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue.